Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500s mg/dl while wearing the pod for an unknown amount of time. The pods cannula had come out of the infusion site (hip/buttocks), indicating the cannula was dislodged. As treatment, the patient changed the pod, drank lots of fluids, and did manual injections.